Event description:
Customer reported that after placing new batteries into her insulin pump, she received an unexpected restart alarm the following day. After troubleshooting, customer stated that she will call back once she replaces the batteries again. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.